Event description:
The customer called to report high blood glucose and the reading was 386 mg/dl. The customer stated she removed the reservoir and found that insulin had leaked into the reservoir compartment. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.